Manufacturer narrative:
Returns were not available from the customer site for this evaluation. Testing was not performed in-house as the customer's observations were specific to patient samples that were not available for return. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Review of manufacturing documents did not identify any issue related to the customer's concern. The clin chem calcium reagent assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports poor reproducibility for patient results generated by the clin chem calcium assay for samples tested on the architect c16000 analyzer. The customer has been keeping track of all initial results greater than 2.80 mmol/l and their subsequent retest values by retesting, remixing and recentrifuging the supernatant. The following examples were provided (in mmol/l): sid (B)(6): 2.76, 4.76, 2.89, 3.52 and 2.35. Sid (B)(6): 2.77, 3.64, 2.74, 2.60 and 2.19. Sid (B)(6): 2.81, 4.58, 2.58, 2.47 and 2.38. Sid (B)(6): 3.20, 3.63, 3.11, 3.15, 3.13 and 2.15. The customer uses a normal reference range of 2.10-2.55 mmol/l. The customer is concerned as to whether this issue may be connected to the collection tubes. The lab plans to continue to monitor this issue. No suspect results have been reported from the lab with no reported impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.